Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation was breached. (B)(4).

Event description:
The lead was the right ventricular (rv) lead, and it was partially explanted rather than capped.

Event description:
It was reported that the right atrial (ra) lead was being replaced prophylactically. Upon examination, there was an insulation break. It is suspected that this was due to the patient having twiddler's syndrome. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.